Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of a 22 g x 1 in. Bd nexiva¿ diffusics¿ closed IV catheter system did not retract during use and a new IV had to be started. There was no report of injury or medical intervention.

Manufacturer narrative:
Additional information: on 01/03/2017 a sample was received for evaluation and a lot number was provided. The information for the lot number is as follows: medical device lot #: 6153743, medical device expiration date: 06/30/2019, device manufacture date: 06/01/2016. Device evaluation: results: two unused samples were returned for evaluation. A visual inspection revealed no issues related to customer's indicated failure mode. Both samples were activated normally and neither sample had a safety mechanism failure. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6153743. A manufacturing review revealed no problems or manufacturing related issues during the quality in-process inspections. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Results: although it was initially reported that a sample was available for evaluation, a sample was not returned by the customer. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.